Event description:
A radiographic eval revealed that the locking key for the tibial baseplate has partially migrated out. The pt is asymptomatic. No correction has been performed to date.

Manufacturer narrative:
Investigation in progress.investigation in progress.